Manufacturer narrative:
A complete analysis and testing of multiple reservoirs showed that it they were functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Event description:
It was reported that the customer's insulin pump had air bubbles in the reservoir and were being pushed into the tubing. The customer reported she had high blood glucose levels. Her latest blood glucose level was 107 mg/dl. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)